Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system regained functionality after being restarted and the procedure could be completed. Onsite inspection by the philips field service engineer (fse) and log file analysis confirmed the reported geometry issue. During the onsite inspection, the customer communicated that since the issue occurred only once, they wished to keep the system under observation and contact philips back if necessary. The philips field service engineer confirmed that the system was operational and returned the system to use in good working order. To date, no further reoccurrences of this issue have been reported to philips. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that no c-arm movements were possible. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.